Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast augmentation revision with 425cc mentor memorygel breast implants and experienced baker grade iii capsular contracture on the right side postoperatively. As a result, the patient underwent unilateral device removal and replacement with a 425cc mentor memorygel breast implant, catalog number 3504251bc, serial number (B)(4) on (B)(6) 2020.

Manufacturer narrative:
Additional information: on april 16, 2020, a manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's reference number: (B)(4).